Manufacturer narrative:
(B)(4). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to starting a laser ureteroscopy, upon opening the package of the ncircle delta wire tipless stone extractor, it was discovered that the basket would not open. Another ncircle delta wire tipless stone extractor was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
(B)(4). Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle in the closed position. The basket formation was returned in an open position with coil exposed on the distal tip, 2.8 cm from the basket sheath. A visual examination noted the cannulated handle had slipped out from the collet. The collet knob is finger tight. Male luer lock adapter (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 3 cm in length. A kink was found in the exposed coil 5 mm from the cannula and a kink was noted in the basket sheath 41 cm from the distal tip. The basket sheath was found to have scrape marks 60 cm from the distal tip of the basket sheath. A functional test noted the handle does not actuate the basket formation. The handle was disassembled. The support sheath and basket sheath were found to be adhered. The basket formation can be manually actuated. The handle was reset and reassembled. After the handle was reset, the handle then actuated the basket formation. A review of the device history record found no non-conformances associated with the reported complaint device failure mode. A review of complaint history records revealed this complaint is the only one associated with lot number 8835687. A review of the relevant manufacturing documents concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The instructions for use (IFU) includes the following information in the precautions section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was found to have a basket that was open and could not be closed. The cannulated handle had pulled free from the collet, preventing the functioning of the handle from actuating the basket. The collet knob was not loose, indicating the cannulated handle pulled free from a tensile force applied to the basket. Damage to the sheath of the device, kinks and scrape marks, were noted. The sheath damage makes it likely the device was inadvertently damaged during unpacking or handling, causing the cannulated hand to separate from the collet. The definitive cause for reported failure mode of the basket not opening could not be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
There has been no new patient or event information received since the last report was submitted on 19-jul-2017.